Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming (nc) report, and CAPA. No ncs, trend nor capas were identified in veeva. Devices met specification prior to release.

Event description:
According to the available information, the post assembly popped out of the dynamic anchor during tensioning of the sling [break]. The sling was removed and replaced.